Manufacturer narrative:
Revised concomitant disposable "me2050" to "30914". The customer¿s report that the extension tubing set leaked was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the filter extension set and packaging pouch observed no visible damages or anomalies. Functional testing did not replicate any leaks within the extension set model 20129e¿s filter or the set. The reported pcu and pump devices that were in use at the time of the customer event were not returned. Pressure testing found no leaks with the returned sets. The customer¿s experience was not identified because the sets primed and infused completely during functional testing with no leaks or other issues observed.

Event description:
It was reported that the extension tubing set leaked.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the extension tubing set leaked.